Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the day after implant, an x-ray showed this right atrial (ra) lead had dislodged. A lead revision procedure was performed where the lead was successfully repositioned. No additional adverse effects to the patient were noted. The lead remains in service. At this time, no further information is available and our investigation is complete. This report will be updated if more information becomes available.